Event description:
It was reported that during device change out for normal eri, when the lead was connected to the new device, the device went into back up vvi mode and an output anomaly alert was received. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of backup vvi reset mode was confirmed in the laboratory. The cause of the reset was found to be due to a power on reset. During bench testing, it was found that there was a damaged component on the high voltage circuitry. The cause of the circuit damage and power on reset could not be conclusively determined.